Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the submitted osteotome confirmed the end cap component has disassociated/fractured from the handle. The end cap was returned. A sample from a previous investigation was forwarded to depuy material science for evaluation. On the basis of that observation, the metal gouge of the osteotome was fractured as a result of high stress low cycle fatigue crack initiation and propagation. No material defects were observed in the gouge that could have contributed to fracture initiation and/or propagation to failure. Prior investigations found the root cause to be suspected mis-use through improper impaction. The need for corrective action is not warranted. Continue to monitor via (B)(4).

Event description:
The keel osteotome metal cap is detached from the red part of the handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed